Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: 26-jun-2025. H3: one device was returned for analysis of complaint that product was not getting switched on. There was not any repair history within the last 12 months. Visual inspection showed the device was in good condition. Functional testing confirmed the customer reported issue as the device would intermittently turn on/off. The probable cause was the switch or main board. However, no action was taken as the customer was provided credit for the product.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the on/off button needed to be continuously pressed to switch on the device. Additionally, it was stated that during installation it was found that they have to press hard on the button to start the unit and once they remove their finger from it, it stops working. The event occurred upon opening. The operator of the device was a health professional. The device was not in use after the incidence. There was no patient involvement, and no patient harm/adverse event reported.